Event description:
This lead was capped due to decreased lead impedance and loss of capture, indicating lead fracture. The lead was replaced with another biotronik lead. Should additional information become available, this event will be updated.